Event description:
A false positive advia centaur cp troponin ultra result was obtained on a patient sample and was reported to the attending physician. The sample was part of time/serial draws. The second shift technician received a new time/serial sample that was tested and the result was negative. The technician then tested all the serial draws and the results were negative. A corrected report was issued to the attending physician for the reported false positive result. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive advia centaur cp troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.